Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe the barrel was discovered to be cracked. The following information was provided by the initial reporter, translated from chinese to english: at 10:00 a.m. On (B)(6) 2023, arterial blood collection was given to the patient according to the doctor's advice, and the outer packaging of the blood collection device was checked for damage. After opening, it was found that the needle barrel of the blood collection device was cracked and could not be used.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to cracked barrel as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.